Manufacturer narrative:
The insulin pump was received with normal operating currents. No unexpected off no power alarm noted. It alarmed motor error during the basic occlusion test due to faulty force sensor resistor. The no delivery alarm could not be verified due to the motor error alarm. The motor passed the motor test. It had a cracked display window corner. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had motor error alarms during bolus and basal and a no delivery alarm. The blood glucose at the time of the incident was 129 mg/dl. Troubleshooting performed and the customer stated that he was able to rewind. The motor error alarm occurred on (B)(6) 2014. The device was returned for analysis.